Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Reported issue: on (B)(6) 2019, it was reported that the device display will not light. DHR review: the device history record (DHR) for the vp500d vasopress pump with serial number (B)(4) review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. The vp500d vasopress pump for serial number (B)(4), the device was noted to have been previously repaired by zimmer biomet surgical /compression therapy concepts (c.t.c.) On january 18, 2016. The repair included replacement of the transformer. Device evaluations results/investigation findings: product review of the vp500d vasopress pump performed by zimmer biomet surgical on may 31, 2019 revealed that the device did not power on. Power socket and power cord were damaged. Additional product evaluation was performed by zimmer biomet surgical on september 10, 2019 since the original evaluation performed on may 31, 2019 did not provide the cause for the failure observed during evaluation. Product review performed on september 10, 2019 revealed that the device did not power on. It was noted that the power cord was cut exposing the wires, green insulation was cut, ac input was pulled out of the case, knob block was missing and the housing had deep scratches and dents. Repair of the vp500d vasopress pump was not performed by zimmer biomet surgical due to the device being scrapped after product evaluation. Probable cause/root cause: the reported event "the device display will not light" was not confirmed since product review performed on september 10, 2019 revealed that the device did not power due to which the display issue could not be confirmed. A definitive root cause of the issue with device display could not be determined with the provided information since the reported event was not confirmed since the device did not power on. The device was scrapped after evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined there is no further actions needed at this time (ie/CAPA/scar/hhe/d). The reported event was not confirmed. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that the unit had a display that would not light up. No indication of any adverse events were reported as a result of this malfunction. Investigation revealed that that the power cord was cut exposing the wires, green insulation was cut, ac input was pulled out of the case, knob block was missing and the housing had deep scratches and dents.